Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified mid to distal right coronary artery that was 99% stenosed. Pre-dilatation was performed with a 1.5 mm and a 2.5 mm unspecified balloon catheters. A 3.5 x 38 mm xience alpine was being advanced to the lesion; however, it could not cross and the shaft kinked. During removal of the alpine, there was resistance with the 6f guideliner. A 3.5 x 38 mm non-abbott stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.